Event description:
Customer reported a malfunction alarm with code malf 9, and technical support provided pump reset instructions, assisting in the process. Blood glucose level was reported as not exceeding 500 mg/dl, indicating no adverse impact. Customer was advised that use of the pump could continue and to contact support again if the issue reoccurred, which was understood and acknowledged.